Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found damaged air detector and separated upstream occlusion seal. Functional and visual tests were performed. As a result, upstream occlusion seal and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a chipped outlet valve. During physical inspection, it was found that there was a separating upstream occlusion seal and damaged air detector. There was no patient involvement, and no patient injury was reported.